Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that an abnormal image occurred on the skyplate mini. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and concluded that the detector was dropped by the customer, causing an image abnormality. Initially, only the outline showed in gray on a black screen. The issue did not recur after removing and reinserting the skyplate's batteries. The remote log analysis showed internal operation abnormality in the portable detector, along with a decrease in wi-fi signal strength, but no other major problems were found. After consultation, customer was decided to continue using the device as is, and device was returned to use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the abnormal image occurred due to detector drop. The device was in clinical use and there was no patient or user harm.